Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer received assistance to reset the pump, and the malfunction did not recur after the reset.